Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal misfired" was confirmed as a "seal did not load properly". A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal misfired. Upon receipt of the product it was determined that the seal did not load properly. A new kit was used to complete the procedure. There were no pt effects. The product was returned.